Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 04-nov-2019. The most recent information was received on 21-nov-2019. This case has been identified during monitoring of postings on an FDA hosted docket website for essure, which has been established in preparation of a public FDA advisory committee meeting november 13 and 14, 2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ('chronic pelvic pain') and rheumatoid arthritis ('rheumatoid arthritis') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In 2019, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes"), arthralgia ("joint pains"), gastrointestinal disorder ("gi issues"), anaemia ("unexplained anemia"), fatigue ("fatigue") and allergy to metals ("nickel allergy (rashes from cheap jewelry)"). The patient was treated with surgery (total hysterectomy on (B)(6) 2019). Essure was removed in august 2019. At the time of the report, the pelvic pain, rheumatoid arthritis, rash, arthralgia, gastrointestinal disorder, anaemia, fatigue, fibromyalgia and allergy to metals outcome was unknown. The reporter considered allergy to metals, anaemia, arthralgia, fatigue, fibromyalgia, gastrointestinal disorder, pelvic pain, rash and rheumatoid arthritis to be related to essure. This case has been identified during monitoring of postings on an FDA hosted docket website for essure, which has been established in preparation of a public FDA advisory committee meeting november 13 and 14, 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 21-nov-2019: quality safety evaluation of ptc(product technical complaint). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4))on 04-nov-2019. This case has been identified during monitoring of postings on an FDA hosted docket website for essure, which has been established in preparation of a public FDA advisory committee meeting taking place on 13 and 14-nov-2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ('chronic pelvic pain') and rheumatoid arthritis ('rheumatoid arthritis') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In 2019, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes"), arthralgia ("joint pains"), gastrointestinal disorder ("gi issues"), anaemia ("unexplained anemia"), fatigue ("fatigue") and allergy to metals ("nickel allergy (rashes from cheap jewelry)"). The patient was treated with surgery (total hysterectomy on (B)(6) 2019). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, rheumatoid arthritis, rash, arthralgia, gastrointestinal disorder, anaemia, fatigue, fibromyalgia and allergy to metals outcome was unknown. The reporter considered allergy to metals, anaemia, arthralgia, fatigue, fibromyalgia, gastrointestinal disorder, pelvic pain, rash and rheumatoid arthritis to be related to essure. Further company follow-up with the regulatory authority or consumer is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.